Event description:
It was reported the device exhibited a fail-safe alarm. There was unknown patient involvement and unknown patient harm/unknown adverse event reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the fail safe error is due to the main board not operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.